Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the upstream occlusion alarms. The device was operating out of specification. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump alarmed for upstream occlusion when no occlusion was present. It was also reported that there was no patient involvement.